Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) procedure, there was bleeding in the areas where the vessel sealer extend (vse) instrument had been used, resulting in the patient requiring an additional surgery. The amount of blood loss, how the bleeding was resolved, the procedure outcome and patient status; are unknown. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the vessel sealer extend (vse) instrument that was used during this reported event; therefore, failure analysis investigations (fa) could not be performed. Advance energy log review for the vessel sealer extend (vse) instrument (lot number: k17230511-0309) showed that it was installed and passed homing. There were 52 cut complete and one cut failed events that were recorded. The e100 generator logs showed there were 56 seal events with no errors. The logs showed some errors not related to the complaint. The instrument was used for about 16 minutes.